Manufacturer narrative:
The insulin pump passed the operating currents, unexpected restart error, and displacement tets. However, the insulin pump alarmed with a compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The device could not perform the occlusion, prime/compromised force sensor system, and excessive no delivery test due to the compromised force sensor system alarm. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that her insulin pump was stuck in the prime and rewind sequence. The patient's blood glucose at the time of incident was 350 mg/dl. Additionally, the customer mentioned receiving a no delivery alarm. Troubleshooting was declined. The insulin pump was returned for analysis and a replacement device was shipped to the customer.